Manufacturer narrative:
(B)(4). Evaluation: equipment was evaluated by a field service engineer (fse) after the event. Mechanical and performance test were performed including a visual examination. Fse found intermittent mode lock error during code startup however, this error is not related to the epithelial in-growth. Parts replaced to correct mode lock error. System meets amo specifications. Results - printed circuit board assembly.

Event description:
Patient has enhancement ou on (B)(6) 2010. Patient seen for possible flap lift for epi-ingrowth od. Dr (B)(6) discussed this with the patient and decided to proceed with the flap lift today. Flap lifted and cleaned. (B)(6) 2010 - ucva od 20/80 - scratchy - pain sle: edema-mild, no ingrowth, smooth edges. Ucva 1 week 20/50. Bcva 20/25+.